Event description:
It was reported in an article following pediatric pts that were implanted with vns that a pt with focal left-parieto-occipital epilepsy experienced prolonged episodes of seizures and peri-ictal apneas following the vns implantation. The pt's seizures frequency also increased. The pt's device was turned off because of lack of clinical benefit 1 year after implantation. There is no allegation of device malfunction. Good faith attempts to obtain additional information from the author of the article have been unsuccessful to date.

Manufacturer narrative:
Article: long-term results with vagus nerve stimulation in children with pharmacoresistant epilepsy. Alexopoulos, a. Et al. Seizures 2006 pp 1-13. (See scanned pages).